Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the patient feels "shocks and burning in device area" and is "in a lot of pain." The patient stated these feelings have been present since implant which was over 3 years ago and the physician had stated the feelings would go away. Follow-up was attempted with the clinic, but the patient has not been seen in over 3 years and additional information could not be provided. The device remains in use. No further patient complications have been reported as a result of this event.